Event description:
It was reported that a blood administration set leaked. The leak was identified at the ¿level [of the] luer lock¿ during priming. The pharmacist that was priming the set lost some of the blood that was to be infused. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6) 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.